Manufacturer narrative:
Diagnostic/functional testing was performed at the philips clinical remote specialist with the customer biomed. The clinical remote specialist wasn¿t able to log into the customer system, so provided some troubleshooting information. The customer biomed also stated there was a powersurge last night, and the pic is connected to a ups device. The biomed will check for a speaker disconnection. If that is not the issue, he will reboot the pic. Based on the information available and the testing conducted the cause of the issue was a power surge outage. The customer rebooted the device, and the system is back up and running as intended. A review of the service history for this device shows there have been no additional issues reported related to this device.

Event description:
Philips received a complaint on the patient information center ix device indicating that the device has no audible alarms. The device was in clinical use at time of event, no adverse event was reported.